Event description:
The device was used during an unspecified procedure. Reportedly, upon opening package, there was sleeve damage. The surgeon opened another device for the procedure. The hosp has reported no pt injury occurred.